Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker noted.

Event description:
It was reported that the customer was having problems with the insulin pump. Customer is unable to prime the insulin pump. The blood glucose reading is 222 mg/dl. Customer is unable to exit the "preparing to prime" loop. The drive support cap is protruded. Customer is legally blind and cannot see. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.